Event description:
It was reported that the ilet pump was perceived to malfunction, with episodes of hyperglycemia followed by rapid insulin delivery and subsequent hypoglycemia, predominantly overnight, and the user sometimes disconnected the pump when trending down; device review found delivery patterns consistent with meal announcements, prior occlusion alerts with set changes, and no device error codes. Symptoms included insufficiently characterized clinical effects due to limited details provided. Outcomes included no health consequences or impact reported. Investigation included communication with the user¿s care team and attempts to contact the user, as well as analysis of information provided by the user and third party. Investigation of this case revealed insufficient information, with no findings available, and the specific device component implicated could not be determined; the medical device problem remained characterized as insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.